Event description:
The customer reported that upon opening the package, the pad was noted to be discolored. The pad was not used on the pt. Initial evaluation of the returned sample found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.